Event description:
It was reported that needle retraction failure occurred during use with a syringe. The following information was provided by the initial reporter, "safety button on piv catheter jammed-unable to activate safety mechanism. Needle pulled out of pt safely while starting piv."

Manufacturer narrative:
H.6. Investigation summary: no physical samples were received for testing and evaluation; one photo was submitted for evaluation of this incident. The photo displayed non-retracted unit with no catheter/adapter assembly or needle cover. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Based on the review of the submitted photo defect needle was not retracted. The photo displayed the white button was not depressed. Conclusion: indeterminate: based on the review of the submitted photo the defect needle reaction failure was not confirmed. The photo did not reveal any visible anomalies or damage that would contribute to the alleged defect. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect. H3 other text : see section h.10.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. There were possible lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9136982, medical device expiration date: 2022-04-30, device manufacture date: 2019-05-16. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle retraction failure occurred during use with a syringe. The following information was provided by the initial reporter, "safety button on piv catheter jammed-unable to activate safety mechanism. Needle pulled out of pt safely while starting piv."